Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. The reported issues was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that air bubbles were present throughout tubing. Customer had elevated blood glucose levels (394 mg/dl). Customer was unable to provide infusion set MFR, & declined any troubleshooting on the reported issue.